Manufacturer narrative:
(B) (4): results and conclusions summation: in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling. The 3.0 x 23 mm xience v (part 1009541-23, lot 8012461), indicated has been filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was on (B) (6) 2008. During the procedure, a 2.5 x 15 xience v stent and a 3.0 x 23 xience v stent were both deployed in the arterial graft. On (B) (6) 2010, it was discovered that the subject has returned with angina beginning on (B) (6) 2010. Subject underwent coronary angiography with balloon angioplasty, placement of xience v stent and brachytherapy on (B) (6) 2010. The revascularization procedure was reportedly to treat target lesion. No add'l event or pt info is available.